Event description:
A (B)(6) male pt. Contacted zoll customer support to report a damaged cable on the electrode belt. The pt. Was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (wires exposed) has been confirmed. As received, the belt failed incoming testing. Upon evaluation, the trunk cable connector was cracked and the cable connecting the distribution node (dn) and ECG electrodes c and d was pulled from the distribution node. The cause of the test failure is the damage to the cables and internal wires. The root cause of the damage to the cables and internal wires cannot be positively identified but is likely excessive force placed on the cables. No adverse event resulted from the damaged wire. The patient received a replacement electrode belt.